Event description:
A pharmacist called from cambridge health alliance and wanted to know what could be used to keep the device from fallen off. She advised a few of her patients have been reporting that the device is falling off. No specific event dates or patient information were provided. No devices are available for return to the manufacturer for evaluation.